Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer encountered an issue with the universal surgical manipulator 2 (usm2). The customer stated that they observed errors 23003 and 32100 on the system. The customer removed the usm2 and continued the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system cables were properly seated. The system initially had no errors but after power cycling the reported errors appeared. The procedure was completed robotically with the three remaining usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the 23003 error was found indicating fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the yaw searchlight assembly in the usm.

Event description:
Refer to h11 for follow-up information.